Manufacturer narrative:
(B)(4). (Surgical intervention required, death) title comparison of manual versus mechanical intra-thoracic esophago-gastric anastomosis in radical 2-stage minimally invasive esophagectomy for cancer. Source diseases of the esophagus, volume 31, 2019 (110-111) date of publication: 02 february 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study for the results of hand-sewn versus mechanical anastomosis in 2-stage minimally invasive esophagectomy. Data of 113 consecutive patients who underwent 2 stage minimally invasive esophagectomy for cancer. A fully hand-sewn anastomosis with barbed suture was formed in 38% of cases and a mechanical anastomosis with a circular stapler was formed in 62% cases. In the mechanical anastomosis group 2 patients (2.8%) developed anastomotic leak (one combined with tracheo-esophageal fistula) and both were stented and eventually resulted in mortality.